Manufacturer narrative:
The event unit is not being returned for evaluation and no lot number has been provided to applied medical. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: unknown. Event description: while trocar was in patient, there was a struggle to remove an instrument from the trocar. Multiple attempts were made with pulling and tugging to remove the instrument. When trocar was removed from patient, two black rubber pieces were pulled out of the trocar rendering the trocar broken. Unknown to the surgical team at that time, a smaller clear rubber piece was retained in the patient. After experiencing complications with recovery, patient returned, a cat scan was performed, and imaging identified a retained foreign object. Additional surgery was performed to remove the object. Intervention: a cat scan was performed, and imaging identified a retained foreign object. Additional surgery was performed to remove the object. Patient status: after experiencing complications with recovery, patient returned.